Manufacturer narrative:
Analysis on the returned computer resulted in an electrical failure being found though functional and performance testing, along with visual/physical examination. Analysis states that the report failure was confirmed. Internal inspection reveals that the fan 4 pin power cable connector was off by one pin as it was connected to the corresponding header connection. Reconnect properly and fan runs as expected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device lot number, or serial number, unavailable. Analysis on the returned computer resulted a failure identified by internal inspection of the computer. The internal inspection revealed that the fan 4 pin power cable was off by one pin as it connected to the corresponding header connection. Once the connection was reconnected properly, the fan runs as expected. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that they were installing a new computer, however the front fan doesn't function. The issue was resolved when a replacement fan was installed. There was no patient present when this issue was identified.